Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had the pump off for approximately 2 months. Upon connecting the pump to a working power source the pump was able to be turned back on. The pump displayed a reset screen. There was no patient involvement as the customer was not using the pump at the time of the reported event. It was indicated that the customer would load a cartridge and start insulin therapy via the pump following the call.